Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02090.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician placed two smart coils in the target vessel using a non-penumbra microcatheter. Next, the physician placed another smart coil in the target vessel; however, it was reported that resistance was encountered while advancing the smart coil approximately three centimeters from the proximal end of the microcatheter. While advancing the fourth smart coil, the physician experienced resistance approximately two centimeters from the proximal end of the microcatheter. Therefore, the smart coil and microcatheter were removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.